Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during dwell 1. The heater bag had disconnected. The home patient (hp) had ended therapy and discarded the supplies. The baxter technical services representative (tsr) referred the hp to her registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the home patient on (B)(6) 2012. She stated that she did not notice anything unusual about her supplies that night that could have caused the separation. She stated that she always double-checks her connections, so she knows that she had tightened the connection properly. The samples had been discarded, and there were no samples available. She stated that the bag that disconnected was a green bag (l5b5202). Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.